Event description:
The patient called lfs alleging that their one touch ultra meter was reading inaccurately erratic. The patient reported blood glucose results of 200mg/dl and 156mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology,the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The patient neither alleged harm nor experienced injury or medical intervention. The customer service representative confirmed that the test strips were not expired, stored improperly, or opened longer than the discard date. However, the patient described the test strips as damaged. Therefore, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable due to the strips malfunction.